Event description:
On 26-jan-2011, olympus biotech pvg learned of an adverse event in the literature (evanson, et al, 'nonunion of a pertrochanteric femur fracture due to a low-velocity gunshot', published in am j orthop, 2011; 40 (1): e5-e9). A (B)(6) male pt who received an op-1 containing product for a pertrochanteric right femoral fracture caused by a gunshot wound experienced hip pain approx two months postoperatively. The pt reportedly experienced the pain subsequent to a fall. Plain radiographs taken on an unk date showed a broken plate and loss of reduction. Deep bone biopsies were performed on an unk date and the pt has revised to a synthese proximal femoral locking plate (pflp). Exploration of the nonunion site revealed a fusion mass medically, and a fibrous union laterally. The pt subsequently underwent a procedure to repair the fracture using aspirated osteoprogenitor cells from iliac crest and local autograft in conjunction with bmp-2. The pt was reportedly able to walk without an assistive device with good range of hip motion one year postoperatively. Add'l info will be requested from the authors.